Manufacturer narrative:
Date of event is an estimate.

Event description:
It was reported that the patient will undergo a future surgery to revise his artificial urinary sphincter (aus) due to urinary incontinence. Physical examination by the physician indicated a loss of fluid in the system, and CT scan confirmed an empty balloon. The patient is noted as stable.

Manufacturer narrative:
Complaint summary- updated. Event description- updated. Procedure date updated. Product status- updated. Impact codes - updated. Investigation summary: based on the information available, there was no device available for analysis. The reported allegations could not be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a replacement of his artificial urinary sphincter (aus) due to urinary incontinence. Physical examination by the physician indicated a loss of fluid in the system, and CT scan confirmed an empty balloon. The patient is noted as stable.